Manufacturer narrative:
The pump powered properly after battery installation. The pump makes a slight rattling noise when shaken due to the motor housing moving in its installed location. This is a normal occurrence and no additional rattle noise noted. The pump was received with serial number label faded, scratched case, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump stopped working and rattling from the pump. The blood glucose was unknown at the time of the incident. The device will be returned for analysis.